Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient removed the device by himself as it was superficial. However, reportedly the device was removed in the hospital in the ER. Reportedly, he had a bone infection. The recipient was implanted with a device from another manufacturer.

Event description:
The recipient removed the device by himself as it was superficial. However, reportedly the device was removed in the hospital in the ER. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. In addition during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.